Event description:
Power cable damaged and shorting. Replaced power cable then checked over bed also found cables out of control box and refitted them.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjohuntleigh (B)(4).